Event description:
Device 3 of 3 reference MFR. Report# 3006705815-2018-03221, 3006705815-2018-03222. It was reported that the patient was receiving ineffective therapy. As a result, the system was explanted.